Manufacturer narrative:
It was reported that the patient experienced a double disconnection. The controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated controller met all requirements for release. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 08:09:29 and 08:09:35 respectively. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 77% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 44% rsoc. The data point after revealed that (B)(4) was connected to power port 1 with 95% rsoc and (B)(4) was connected to power port 2 with 202% rsoc, which indicates that the battery experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnection may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and battery had occurred. Based on the log file analysis, the loss of power can be attributed to a double disconnection of both power sources due to the replacement of both power sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital with complaints of severe pain in joints and "gout" like symptoms. The patient was treated with colchicine and it was noted on logfile analysis that patient had a double disconnect on their controller.¿the controller remains in use. No patient complications have been reported as a result of this event.